Event description:
The manufacturer received information alleging that a ventilator was failing to deliver an accurate tidal volume. There was no harm or injury reported. The device was returned to a third-party service center for evaluation, and the customer's complaint was confirmed. The device's external flow sensor was replaced to address the issue.